Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again.